Event description:
Na

Manufacturer narrative:
The catheter has been analyzed as follows: the 22 3/4" loose segment of catheter was not patent. Ftir and sem/eds analysis of the material occluding the 22 3/4" catheter generated spectra characteristic with cns fluid and iodine. The manufacturer's investigation of this event is inconclusive. Based on the info available and the device analysis, no conclusion can be drawn as to the cause of any difficulties as intended during the manufacturer's analysis. The facility will be notified of the co's review of this incident. No further info is available. The MFR is now closing its file on this event.